Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infection pelvic") and pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and parity 4. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy bilateral salpingectomy, left salpingo-oophorectomy) and surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy, left salpingo-oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic infection, pelvic pain, dyspareunia and vaginal haemorrhage outcome was unknown. The reporter considered dyspareunia, pelvic infection, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in insertion date 2012. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event added per pfs: pelvic infection, dyspareunia, vaginal bleeding, essure indication and removal date was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection pelvic') and pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's medical history included multi gravida, parity 4, bipolar disorder, multiple cesarean sections, right lower quadrant pain, bleed in luteal cyst and peritoneal adhesions. On (B)(6) 2009 operative report: preoperative diagnosis: right lower quadrant abdominal pain. Postoperative diagnosis: right lower quadrant abdominal pain. Intra-abdominal and adhesions and right ovarian cyst. Procedure: diagnostic laparoscopy with laparoscopic lysis of omental adhesion and laparoscopic right oophorectomy. Concurrent conditions included abdominal pain, right lower quadrant pain, endometriosis and ovarian cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti/ other infection"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), fatigue ("fatigue") and gastrointestinal disorder ("gi condition") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy bilateral salpingectomy, left salpingo-oophorectomy and laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy, left salpingo-oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic infection, pelvic pain, dyspareunia, vaginal haemorrhage, dysmenorrhoea, hypersensitivity, bladder disorder, urinary tract disorder, migraine, headache, nausea, hormone level abnormal, fatigue and gastrointestinal disorder outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, migraine, nausea, pelvic infection, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in insertion date 2012. Received treatment for: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), rash/skin condition, bladder problems, urinary problems, uti, , migraine, headache, nausea, hormonal changes, fatigue, gi condition diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2009: hpv with positive high risk hpv. Ultrasound pelvis - on (B)(6) 2009: normal tomography of the uterus and the left ovary, enlarged right ovary with mass within the ovary with known demonstrable vascularity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal bleeding. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events: dysmenorrhea (cramping), rash/skin condition, bladder problems, urinary problems, uti, migraine, headache, nausea, hormonal changes, fatigue, gi condition, plaintiff did not undergone essure confirmation test were added. Insertion date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.